Event description:
Skytron received a call from memorial hospital, (B)(6) regarding a skytron 6700b table being used at 90 degrees without a support rod causing the table to tip when a patient was on it. The serial number is (B)(4), 230 lbs. Was applied to the head section of the table just prior to the incident. Patient weighed (B)(6). Prior to the patient moving to the table, the anesthesia provider sat directly on the head of the table without incident to validate that the bed would not tip. Patient was asleep and intubated laying supine on the bed. The table top was rotated 90 degrees and locked. The event occurred prior to the start of the procedure. The table tipped, with the head of the bed making contact with the floor. The patient then slid approximately 2-4 inches. After determining there were no injuries the patient was removed from the table and the table was taken out of service. (B)(6)'s maintenance department evaluated the table and could not recreate the event. Staff did attempt to prevent patient from sliding. Safety belt was on when this occurred. Table was locked and the lever that lets you articulate the table was locked also. All functions of the table appeared to be functioning properly. The case had not yet started. Skytron distributor, (B)(4) met with (B)(4) on friday 8/25/2017 to review the table and support rod application. The incorrect clamp had been ordered/shipped with the support rod. The correct clamp was ordered.